Event description:
The event occurred in france. It was reported that the error message ¿referenc¿ occurred on the rotaflow console. No more information provided. More information requested but still pending. No harm to any person has been reported. The reported failure ¿referenc¿ error could lead to a pump stop therefore a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured in 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
The event occurred in france. It was reported that the error message ¿referenc¿ occurred on the rotaflow console. The failure was found on startup during debugging. No patient was involved. No harm to any person has been reported. The reported failure referenc error could lead to a pump stop therefore a report is required. A getinge field service technician investigated the affected rotaflow with sn (B)(6) and could confirm the reported failure. The power supply board for rfc (article number 701011675) has been replaced. After the replacement the device is working as intended and passed all functional tests according to manufacturer standard. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a partial breakthrough on the capacitor on the power supply board, which overloads the voltage converter. This led to the reported error. Based on these investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2024-12-11 for the period of 2013-12-19 to 2024-12-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2013-12-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).